Event description:
Discrepant advia centaur xp troponin ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested on a second advia centaur xp and corrected results were reported. Patients were treated with anticoagulant. There was no report of adverse health consequences due to the treatment prescribed.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin ultra results was due to the broken tubing connections of the wash 1. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.